Event description:
It was reported that the pt did not experience any symptoms. The system was removed at the desire/request of the pt. The pt outcome was reported as no injury. The pump contained a mixture of morphine and bupivacaine.

Manufacturer narrative:
Results: refers to the catheter. Final device analysis of the pump revealed no anomaly found; normal device function. A 2.1 cm proximal catheter piece and straight pump connector were returned. Final device analysis of the catheter revealed a pump connector anomaly. The pump connector leaked between the white material and the metal pin.